Manufacturer narrative:
Ddbb1d1 ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high and undefined superior vena cava (svc) defibrillation impedance, and t-wave oversensing (twos). Clavicle crush was suspected. It was additionally reported the right atrial (ra) lead had noise. The patient reported symptoms "like an energy built up/funny sensation in the area of the device." The rv and ra leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.